Manufacturer narrative:
D4: unique identifier (UDI) #: the product code is not available, UDI can not be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a backflow of medication occurred during the use of an unspecified access set. A secondary set was set up to deliver acyclovir as a secondary medication, and it was observed that instead of being delivered to the patient, the fluid backflowed up into the primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.